Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set is unconfirmed because the problem could not be reproduced. One 20 ga x 1.0 in. Powerloc infusion set with a y-site was returned for evaluation. During functional testing of each luer, pressurization of the device during infusion of water using a 12 ml syringe revealed no leaks throughout the returned infusion set. Because a leak in the infusion set could not be found during functional testing, the complaint of a leaking infusion set is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when saline solution was infused to confirm the powerloc patency, saline solution could be infused without problems. After that, the gauze was wet. When the device was removed and another new powerloc was re-accessed, no leakage was observed. There was no reported patient injury. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when saline solution was infused to confirm the powerloc patency, saline solution could be infused without problems. After that, the gauze was wet. When the device was removed and another new powerloc was re-accessed, no leakage was observed. There was no reported patient injury. No other information provided.